Manufacturer narrative:
Walkmed infusion's product evaluation of the pump determined replacement of the pressure plate corrected the failure. Walkmed infusion's failure investigation is on-going to determine the root cause.

Event description:
The pump was returned to walkmed infusion for periodic maintenance. During periodic maintenance the pump showed an open state of free flow. Walkmed infusion performed a product evaluation on the pump and determined a worn component caused the free flow.

Event description:
On june 14, 2016 walkmed infusion initiated a voluntary medical device recall for the triton and triton fp infusion pumps (model numbers 300000 and 400000). As a result of these products being removed from the market, additional investigation was terminated.